Manufacturer narrative:
Di: (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman delivery system was deployed in the proper position in laa. About 6 seconds after the device was released according to the tee images it was noticed that the device embolized and was located in the left atrium (la). Since the watchman access sheath was still in la they introduced a snare and caught the wds a second transseptal puncture was performed. They introduced a non-bsc 16 f sheath and advanced a second snare to catch and retrieve the watchamn implant through the sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.